Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. To date medical records provided have been limited to the implant operative report and implant tracking log. The patient's attorney did not allege any specific device failure. A sample was not returned for further evaluation. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
Per information provided by the patient's attorney, implant op report & implant tracking log: on (B)(6) 2006 - the patient was diagnosed with uterine prolapse, large cystocele, vaginal vault prolapse, distress urine incontinence and underwent a total abd hysterectomy, bilat salpingo-oophorectomy, burch procedure, culdolasty and an abd sacrocolpopexy with implant of a bard/davol flat mesh. Attorney alleges unspecified adverse patient outcomes associated with use of device.